Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on october 06, 2021.

Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
The patient experienced a performance decrement and loss of electrode function with the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device on the same date.